Manufacturer narrative:
Upon visual inspection of the device it can be confirmed that the device is fractured cleanly into two pieces. The fracture runs anterior-posteriorly on the medial side of the central post. There are also pits and gauges on the superior surface proximal to the fracture. The device is used for treatment. A notification was sent to the field on to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional construct for all persona users on file at the time of the field notice. This device was manufactured before the design modification and was part of the re-design scope. The device was also listed in the re-design scope that was conducted and was manufactured prior to the date. There is no information regarding the event timing or if the surgical procedure was followed, however this device has been investigated for a design issue and an action plan was implemented. Therefore the root cause is a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke. However, it is unknown at this time when or how the event occured.